Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported abnormal white balance prior to the diagnostic examination during inspection for use involving an olympus gastrointestinal videoscope. The procedure was completed using olympus back-up device. There were no reports of patient harm.